Event description:
The facility reported that an infusor had delivery stop during patient use. The patient observed that only 60-70% of the total fill volume had infused at the end of the 48 hour infusion period. The device remained connected to the patient for an additional 24 hours, but no more solution was observed to infuse. The device was filled with a 240-ml solution of 50 mg/ml fluorouracil (B)(4) in normal saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 60 ml of solution in the reservoir. The reported condition of no flow was confirmed. Visual examination of the device noted drug precipitate inside the delivery tubing. Crystallized drug was also noted blocking the end of the glass capillary (fluid pathway) located inside the flow restrictor. A functional test was attempted on the unit, but flow was not possible due to the crystallized drug blocking the fluid pathway throughout the device. The root cause was determined to be drug crystallization at the end of the glass capillary. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.